Manufacturer narrative:
E1: initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified mid left circumflex coronary artery. A 10mm x 3.50mm was selected for treatment. During the procedure the proximal side was inflated. The balloon was then moved further into the lesion for additional inflation, causing the rupture at 12 atm. The device was removed without problem using the normal method. The procedure was completed with a different device. There were no patient complications, and the condition of the patient post procedure was good.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection identified no issues with the hypotube shaft and there were no kinks or damages in the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a pinhole leak at the proximal marker band. All blades were fully bonded on the balloon and did not exhibit any signs of damage, and the pads were intact. There were no issues identified with the shaft polymer extrusion profile during examination of the extrusion shaft and the tip profile showed no signs of tip damage. During leak testing an attempt was then made to inflate the balloon to 12 atmospheres as per wolverine instructions, however, a leak was noted coming from the pinhole at the proximal marker band.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified mid left circumflex coronary artery. A 10mm x 3.50mm was selected for treatment. During the procedure the proximal side was inflated. The balloon was then moved further into the lesion for additional inflation, causing the rupture at 12 atm. The device was removed without problem using the normal method. The procedure was completed with a different device. There were no patient complications, and the condition of the patient post procedure was good.